Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's current blood glucose level was 492 mg/dl and delivered correction bolus using the insulin pump. The customer¿s other blood glucose was 382 mg/dl and 400 mg/dl. The customer reported that they feel okay for troubleshooting. The auto mode feature was not active and was not automatically adjusting insulin at time of high blood glucose event. The customer was constantly kicked out of auto mode. The customer had nausea and was thirsty. The customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer does not alleged that the insulin pump was under delivering. The customer reported insulin exited at the quick release. The customer was experiencing high blood glucose all day. The alarm history confirmed that the customer was kicked out on auto mode several times most especially during the time they were having high blood glucose. The customer mentioned that they forgot to deliver bolus when they ate popcorn in the movies. The insulin pump will not be returned for analysis.